Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported left side rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: underweight, brown particle in the shell and opening . A microscopic analysis was performed which identified opening sharp in the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening." Additional, changed, and/or corrected data: d.9, g.1, h.3, h.6.

Event description:
Health care professional reported left side rupture. The device has been explanted and replaced.